Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis of the si joint. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7055-90, lot# i0928, manufactured 03/26/14, expires 2019-01; ifuse implant, p/n 7045-90, lot# i0906, manufactured 05/19/14, expires 2019-02; ifuse implant, p/n 7040-90, lot# i0889, manufactured 03/26/14, expires 2019-01.

Event description:
In (B)(6) 2014, the patient underwent left side ifuse si joint arthrodesis where three implants were placed. The patient later presented with left si joint pain complaints. The surgeon determined that the patient had pseudarthrosis of the left si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed two of the three implants and replaced them with iliosacral screws and bone graft. The condition of the patient following the revision surgery is not yet known.